Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and performed with the returned power supply. It was found that the reported issue was caused by a damaged component in the power supply. The issue was resolved by replacing the power supply. Reference# (B)(4).

Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case, the acuson p500 system was being used for a carto exam. The system turned off and was not able to boot up after. The exam was completed using a different system. There was no patient injury.